Event description:
During a complex a-fib ablation procedure, while the physician was positioning the lasso catheter from left to right side of heart when the catheter became entangled in the tricuspid valve. Multiple attempts to remove the catheter were unsuccessful, the physician met resistance when trying to remove the catheter. The cardiovascular (cv) surgeon was called, a bedside 3d echo was performed. Per the surgeon's suggestion, the catheter was removed under echo guidance. Once removed, there was evidence of tissue on the tip of the catheter which was sent to pathology and identified as tricuspid valve tissue. There was no visible defect noted on the catheter itself. The patient was transferred to cicu. The patient was unable to go to surgery a week later, due to low platelet count. The patient requires an ablation, repair of shunt and tricuspid valve. The patient is currently on oxygen, is awake, and talking.